Manufacturer narrative:
Patient information was unavailable from the site. The instrument was discarded, so no analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred post incision, after anesthesia had been administered and caused delay to the surgery. It was reported that the system did not track the location of the passive biopsy needle; thus it was not possible to navigate it. The issue was resolved by replacing the passive biopsy needle with a new one. The surgery was completed with navigation. There was no reported impact on patient outcome.